Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was elevated (300 mg/dl). Customer delivered a bolus to treat elevated levels. During system check with tandem technical support, air was observed in the tubing. Technical support assisted the customer with successfully clearing the air and changing the infusion site.